Event description:
Pt arrived in ER in full cardiac arrest. Resp therapy started ambu bag and noticed the mask size (adult) was too small to fit pt's nose and mouth. Ambu bag attached to et tube with difficulty. Once attached, as bag was compressed, elbow connection popped off bag. This occurred three more times during compression. New ambu bag obtained and connected. As bag was compressed, oxygen line connected at end of bag fell off and unable to reconnect. Pt pronounced dead. Note: the attending physician feels the product problems did not cause or contribute to this pt's death.